Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, the patient wife reported that the patient had lots of inflamed (former) infusion sites on the abdomen and she could not give exact number. The patient wife also reported that patient had an abscess at a former infusion site and currently received oral antibiotics. The patient uses 9 mm 60 cm infusion set and changes the infusion site daily and his physician want to change twice a day. No further information available.